Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("removal of the remaining portion of the essure devices/device breakage") and device expulsion ("essure device coils had fallen out of her/expulsion of essure device") in an adult female patient who had essure (batch no. A36516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy with removal of the remaining portion of the essure devices) and surgery (had to have an emergency surgery due to essure). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implant. If you had your essure removed, did you retain the essure device or any portion of it? Yes, other (please specify) - dr andre hall insisted on keeping the coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: confirmed proper placement ultrasound scan vagina - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporter's information and lot number were addded. Events added: apareunia (inability to have sexual intercourse), dysmenorrhea, abdominal pain lower, vaginal discharge. Lab data was added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("removal of the remaining portion of the essure devices/device breakage") and device expulsion ("essure device coils had fallen out of her/expulsion of essure device") in an adult female patient who had essure (batch no. A36516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy with removal of the remaining portion of the essure devices).essure was removed in (B)(6) 2014. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implant. If you had your essure removed, did you retain the essure device or any portion of it? Yes, other (please specify) - dr andre hall insisted on keeping the coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: confirmed proper placement. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("removal of the remaining portion of the essure devices/device breakage") and device expulsion ("essure device coils had fallen out of her/expulsion of essure device") in an adult female patient who had essure inserted (lot no. A36516) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic adhesions, device dislocation, pelvic pain female and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain ("pelvic pain/pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2014 she experienced device breakage (seriousness criteria medically important and intervention required) and device expulsion (seriousness criteria medically important and intervention required). An unknown time later she experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy with removal of the remaining portion of the essure devices and had to have an emergency surgery due to essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, pelvic pain and vaginal discharge to be related to essure administration. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implant. If you had your essure removed, did you retain the essure device or any portion of it? Yes, other (please specify) - dr andre hall insisted on keeping the coils. Follow up 02may2023: insertion date: (B)(6) 2013 (discrepancy noted); removal date: (B)(6) 2014 (discrepancy noted); implant state: nc & removal date: nc. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): results: confirmed proper placement [ultrasound scan vagina] (date unknown): results: total bilateral occlusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: narrative updated, annexes updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("removal of the remaining portion of the essure devices/device breakage") and device expulsion ("essure device coils had fallen out of her/expulsion of essure device") in an adult female patient who had essure inserted (lot no. A36516) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic adhesions, device dislocation, pelvic pain female and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain ("pelvic pain/pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2014 she experienced device breakage (seriousness criteria medically important and intervention required) and device expulsion (seriousness criteria medically important and intervention required). An unknown time later she experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy with removal of the remaining portion of the essure devices and had to have an emergency surgery due to essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, pelvic pain and vaginal discharge to be related to essure administration. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implant. If you had your essure removed, did you retain the essure device or any portion of it? Yes, other (please specify) - dr andre hall insisted on keeping the coils. Follow up (B)(6) 2023: insertion date: (B)(6) 2013 (discrepancy noted). Removal date: (B)(6) 2014 (discrepancy noted). Implant state:nc. Removal date:nc. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): results: confirmed proper placement [ultrasound scan vagina] (date unknown): results: total bilateral occlusion. Lot number: a36516, manufacture date: 2012-08 and expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("removal of the remaining portion of the essure devices") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion ("essure device coils had fallen out of her"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy with removal of the remaining portion of the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device expulsion and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implant diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: confirmed proper placement incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.